Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood in/on the helix/lobe mechanism.

Event description:
It was reported during implant that the lead dislocated 3 times, though the helix was extended. The lead was removed from the body and helix functionality was examined on the table. At the beginning rotating the helix did not move but then suddenly it retracted. The device was not implanted. No patient complications have been reported as a result of this event.